Event description:
The manufacturer received information alleging a ventilator touch screen malfunction. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's touch screen, touch screen board and interface board were replaced to address the issue.